Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep via phone that during an acl/meniscal repair procedure their truespan 24 degree peek would not deploy the first implant or fire at all. The procedure was completed with another like device with no harm to the patient but there was a minute to open a new truespan. The sales rep was not present for the case therefore could not provide any further information but stated that the surgeon is a very well experienced with truespan. The sales rep stated that the device was discarded.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the truespan failed to fire first implant. No further procedure information was provided to determine if the above reason contributed to this failure. The DHR review indicated that this batch of 100 devices were processed with one incident, however, this event is not relevant to the complaint condition since it concern a maintenance operation on equipment warnings therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this lot of 100 devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).